Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection. A lead fluoroscopy was performed and there was evidence of purulent bloody drainage. During the explant procedure, the lead could not be removed. The lead was then removed but the lead electrodes were retracted back into the coronary sinus. The lv lead was surgically abandoned. There were no additional adverse patient effects reported.